Event description:
Report of pt having a right hand contracture release surgery done when the tourniquet failed to maintain pressure on the patient's upper extremity. The module and torniquet was replaced and the procedure continued. No injury to patient noted. Device sent to clinical engineering for analysis. Procedure was finished and patient was sent to pacu for recovery.

Event description:
Report of pt having a right hand contracture release surgery done when the tourniquet failed to maintain pressure on the patient's upper extremity. The module and torniquet was replaced and the procedure continued. No injury to patient noted. Device sent to clinical engineering for analysis. Procedure was finished and patient was sent to pacu for recovery.